Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , asthenic syndrome [neurasthenia] , left side unsuccessful with clip fitted [device insertion difficult] , diffuse pain [diffuse pain] , migration of the device into the cavity [partial expulsion of device] , metrorrhagia during ovulation (traces) [metrorrhagia] , premenstrual syndrome [premenstrual syndrome] , abdominal discomfort [abdominal discomfort] , moderate dysmenorrhoea [dysmenorrhoea] , deep dyspareunia lateralised to the left (tightness-like) at times [dyspareunia] , variable bowel movements [bowel movement irregularity] , functional colopathy [colonic dysfunction] , tubal fibrosis [uterine fibrosis] , endometriosis [endometriosis] , anxiety [anxiety] , depression [depression] , muscular pain [muscular pain] , joint pain [joint pain] , tendon pain [tendon pain] , ligament pain [ligament pain] , abdominal pain [abdominal pain] , lumbar pain [lumbar pain] , cervical pain [cervical pain] , chronic fatigue [chronic fatigue] , irritable bowel syndrome [irritable bowel syndrome] , migraines [migraine] , restless legs syndrome [restless legs syndrome] , hand and leg tremors [tremor limb] , raynaud's syndrome [raynaud's syndrome] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 12-mar-2026. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 33-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("left side unsuccessful with clip fitted" on (B)(6) 2014). As concurrent condition the report mentioned underweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016 she experienced device expulsion ("migration of the device into the cavity"). In 2016 she experienced asthenia ("asthenic syndrome") and pain ("diffuse pain"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), intermenstrual bleeding ("metrorrhagia during ovulation (traces)"), premenstrual syndrome ("premenstrual syndrome"), abdominal discomfort ("abdominal discomfort"), dysmenorrhoea ("moderate dysmenorrhoea"), dyspareunia ("deep dyspareunia lateralised to the left (tightness-like) at times"), bowel movement irregularity ("variable bowel movements"), functional gastrointestinal disorder ("functional colopathy"), uterine fibrosis ("tubal fibrosis"), endometriosis ("endometriosis"), anxiety ("anxiety"), depression ("depression"), myalgia ("muscular pain"), arthralgia ("joint pain"), tendon pain ("tendon pain"), ligament pain ("ligament pain"), abdominal pain ("abdominal pain"), back pain ("lumbar pain"), neck pain ("cervical pain"), fatigue ("chronic fatigue"), irritable bowel syndrome ("irritable bowel syndrome"), migraine ("migraines"), restless legs syndrome ("restless legs syndrome"), tremor ("hand and leg tremors") and raynaud's phenomenon ("raynaud's syndrome"). The patient was treated with surgery (to remove essure (l total hysterectomy with bilateral salpingectomy) scheduled for (B)(6) 2026). At the time of the report, the depression, myalgia, arthralgia, tendon pain, ligament pain, abdominal pain, back pain, neck pain, fatigue, irritable bowel syndrome, migraine, restless legs syndrome, tremor and raynaud's phenomenon had not resolved. The outcomes for pelvic pain, asthenia, device expulsion, intermenstrual bleeding, premenstrual syndrome, abdominal discomfort, dysmenorrhoea, dyspareunia, bowel movement irregularity, functional gastrointestinal disorder, uterine fibrosis, endometriosis and anxiety were unknown. No causality assessment was received for essure with regard to asthenia, pain, device expulsion, premenstrual syndrome, dysmenorrhoea, intermenstrual bleeding, abdominal discomfort, dyspareunia, bowel movement irregularity, functional gastrointestinal disorder, uterine fibrosis, anxiety, depression, myalgia, arthralgia, tendon pain, ligament pain, abdominal pain, back pain, neck pain, irritable bowel syndrome, migraine, tremor, raynaud's phenomenon, endometriosis, pelvic pain, fatigue or restless legs syndrome. The reporter commented: right cornual and intra-cavitary essure. Millimetric left ovarian endometriotic implant. Deep pelvic endometriosis affecting the torus and proximal uterosacral ligaments, particularly on the left side. We discussed the possibilities for removing the device: -hysteroscopic ablation seems unlikely due to tubal fibrosis -either accessible for cornual resection or otherwise discuss hysterectomy. I prescribed an MRI of the pelvis and blood tests due to concerns about menorrhagia and am seeing her again today with the results. We discussed the surgical options with patient in both cases via laparoscopy: either right salpingectomy with conical resection of the cornua to allow removal of the essure device -or total hysterectomy with bilateral salpingectomy, preserving the ovaries. Hysterectomy discussed due to posterior endometriosis (paucisymptomatic but explaining the deep dyspareunia lateralised to the left and possibly also explaining some pelvic pain). I also explained to the patient that endometriosis may continue to progress in the coming years, and that the first line treatment is hormonal medication, which the patient would like to avoid. We therefore agreed on radical total hysterectomy with bilateral salpingectomy, preserving the ovaries, which will also allow the removal of endometriosis lesions from the torus and proximal uterosacral ligaments. There is no indication for surgery on the small centimetric left ovarian endometrioma. First, laparoscopy +/- robot-assisted surgery. The procedure was explained with diagrams, as well as the risks (bleeding, injury to nearby organs (urological/digestive), laparoconversion). The procedure is scheduled for (B)(6) 2026. I will be sure to keep you informed of the outcome. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 17.301 kg/sqm. [Haemoglobin] on (B)(6) 2006: 13.8 [imaging procedure] in 2022: migration of the device into the cavity. [Magnetic resonance imaging pelvic] on (B)(6) 2026: the uterus is anteverted, retroflexed, with median measurements of 9 x 5 x 5.5 cm. The endometrium is thin (8 mm thick) with a normal signal. Right cornual and intracavitary essure, as previously observed. No abnormalities in the junctional zone. The myometrium is homogeneous; no leiomyoma is evident. The ovaries are in a normal position, with multiple follicles (less than 10 per ovary). The right ovary has an estimated surface area of 3.2 cm². The left ovary has an estimated surface area of 3.7 cm². Presence of a millimetric left ovarian endometriotic implant. No visible tubal abnormalities on this examination. French republic form creation date (B)(6) 2026 slight pelvic effusion. Thickening of the torus and proximal uterosacral ligaments with endometriotic implants showing hypersignal on t1 fat-saturated in the left uterosacral ligament. No other notable endometriotic involvement. No distal ureteral dilatation. Conclusion: right cornual and intracavitary essure device, as previously. Millimetric left ovarian endometriotic implant. Deep pelvic endometriosis with involvement of the torus and proximal uterosacral ligaments, particularly on the left side. And uterus measuring 9 x 5 x 5.5 cm. Thin endometrium (8 mm thick), normal signal. Right cornual and intracavitary essure, as previously. The myometrium is homogeneous; no leiomyoma is evident. The ovaries are in a normal position, with multiple follicles (less than 10 per ovary). Presence of a millimetric left ovarian endometriotic implant. No visible tubal abnormalities on this examination. Slight pelvic effusion. Thickening of the torus and proximal uterosacral ligaments with endometriotic implants showing high signal intensity on t1 fat sat in the left uterosacral ligament. No other notable endometriotic involvement. No distal ureteral dilatation. Conclusion: right cornual and intracavitary essure, as previously. Millimetric left ovarian endometriotic implant. Deep pelvic endometriosis affecting the torus and proximal uterosacral ligaments, particularly on the left side soft, painless abdomen; speculum examination: macroscopically healthy cervix, clean vagina. Vaginal examination: normal-sized, mobile uterus. Moderate pain on palpation of the left uterine horn, which is indurated proximally [serum ferritin] (date unknown): 98. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Asthenic syndrome [neurasthenia]. Left side unsuccessful with clip fitted [device insertion difficult]. Diffuse pain [diffuse pain]. Migration of the device into the cavity [partial expulsion of device]. Metrorrhagia during ovulation (traces) [metrorrhagia]. Premenstrual syndrome [premenstrual syndrome]. Abdominal discomfort [abdominal discomfort]. Moderate dysmenorrhoea [dysmenorrhoea]. Deep dyspareunia lateralised to the left (tightness-like) at times [dyspareunia]. Variable bowel movements [bowel movement irregularity]. Functional colopathy [colonic dysfunction]. Tubal fibrosis [uterine fibrosis]. Endometriosis [endometriosis]. Anxiety [anxiety]. Depression [depression]. Muscular pain [muscular pain]. Joint pain [joint pain]. Tendon pain [tendon pain]. Ligament pain [ligament pain]. Abdominal pain [abdominal pain]. Lumbar pain [lumbar pain]. Cervical pain [cervical pain]. Chronic fatigue [chronic fatigue]. Irritable bowel syndrome [irritable bowel syndrome]. Migraines [migraine]. Restless legs syndrome [restless legs syndrome]. Hand and leg tremors [tremor limb]. Raynaud's syndrome [raynaud's syndrome]. Case narrative: the below report was received by health authority ansm (reference number: r2607721) on 12-mar-2026. The most recent information was received on 23-mar-2026. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("left side unsuccessful with clip fitted" on (B)(6) 2014). As concurrent condition the report mentioned underweight. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, she experienced device expulsion ("migration of the device into the cavity"). In 2016, she experienced asthenia ("asthenic syndrome") and pain ("diffuse pain"). On unknown date, she experienced pelvic pain (seriousness criterion intervention required), intermenstrual bleeding ("metrorrhagia during ovulation (traces)"), premenstrual syndrome ("premenstrual syndrome"), abdominal discomfort ("abdominal discomfort"), dysmenorrhoea ("moderate dysmenorrhoea"), dyspareunia ("deep dyspareunia lateralised to the left (tightness-like) at times"), bowel movement irregularity ("variable bowel movements"), functional gastrointestinal disorder ("functional colopathy"), uterine fibrosis ("tubal fibrosis"), endometriosis ("endometriosis"), anxiety ("anxiety"), depression ("depression"), myalgia ("muscular pain"), arthralgia ("joint pain"), tendon pain ("tendon pain"), ligament pain ("ligament pain"), abdominal pain ("abdominal pain"), back pain ("lumbar pain"), neck pain ("cervical pain"), fatigue ("chronic fatigue"), irritable bowel syndrome ("irritable bowel syndrome"), migraine ("migraines"), restless legs syndrome ("restless legs syndrome"), tremor ("hand and leg tremors") and raynaud's phenomenon ("raynaud's syndrome"). The patient was treated with surgery (to remove essure (l total hysterectomy with bilateral salpingectomy) scheduled for on (B)(6) 2026). At the time of the report, the depression, myalgia, arthralgia, tendon pain, ligament pain, abdominal pain, back pain, neck pain, fatigue, irritable bowel syndrome, migraine, restless legs syndrome, tremor and raynaud's phenomenon had not resolved. The outcomes for pelvic pain, asthenia, device expulsion, intermenstrual bleeding, premenstrual syndrome, abdominal discomfort, dysmenorrhoea, dyspareunia, bowel movement irregularity, functional gastrointestinal disorder, uterine fibrosis, endometriosis and anxiety were unknown. No causality assessment was received for essure with regard to asthenia, pain, device expulsion, premenstrual syndrome, dysmenorrhoea, intermenstrual bleeding, abdominal discomfort, dyspareunia, bowel movement irregularity, functional gastrointestinal disorder, uterine fibrosis, anxiety, depression, myalgia, arthralgia, tendon pain, ligament pain, abdominal pain, back pain, neck pain, irritable bowel syndrome, migraine, tremor, raynaud's phenomenon, endometriosis, pelvic pain, fatigue or restless legs syndrome. The reporter commented: right cornual and intra-cavitary essure. Millimetric left ovarian endometriotic implant. Deep pelvic endometriosis affecting the torus and proximal uterosacral ligaments, particularly on the left side. We discussed the possibilities for removing the device: -hysteroscopic ablation seems unlikely due to tubal fibrosis -either accessible for cornual resection or otherwise discuss hysterectomy. I prescribed an MRI of the pelvis and blood tests due to concerns about menorrhagia and am seeing her again today with the results. We discussed the surgical options with patient in both cases via laparoscopy: either right salpingectomy with conical resection of the cornua to allow removal of the essure device or total hysterectomy with bilateral salpingectomy, preserving the ovaries. Hysterectomy discussed due to posterior endometriosis (paucisymptomatic but explaining the deep dyspareunia lateralised to the left and possibly also explaining some pelvic pain). I also explained to the patient that endometriosis may continue to progress in the coming years, and that the first line treatment is hormonal medication, which the patient would like to avoid. We therefore agreed on radical total hysterectomy with bilateral salpingectomy, preserving the ovaries, which will also allow the removal of endometriosis lesions from the torus and proximal uterosacral ligaments. There is no indication for surgery on the small centimetric left ovarian endometrioma. First, laparoscopy +/- robot-assisted surgery. The procedure was explained with diagrams, as well as the risks (bleeding, injury to nearby organs (urological/digestive), laparoconversion). The procedure is scheduled for on (B)(6) 2026. I will be sure to keep you informed of the outcome. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 17.301 kg/sqm. [Haemoglobin] on (B)(6) 2006: 13.8. [Imaging procedure] in 2022: migration of the device into the cavity. [Magnetic resonance imaging pelvic] on (B)(6) 2026: the uterus is anteverted, retroflexed, with median measurements of 9 x 5 x 5.5 cm. The endometrium is thin (8 mm thick) with a normal signal. Right cornual and intracavitary essure, as previously observed. No abnormalities in the junctional zone. The myometrium is homogeneous; no leiomyoma is evident. The ovaries are in a normal position, with multiple follicles (less than 10 per ovary). The right ovary has an estimated surface area of 3.2 cm². The left ovary has an estimated surface area of 3.7 cm². Presence of a millimetric left ovarian endometriotic implant. No visible tubal abnormalities on this examination. French republic form creation date on (B)(6) 2026 slight pelvic effusion. Thickening of the torus and proximal uterosacral ligaments with endometriotic implants showing hypersignal on t1 fat-saturated in the left uterosacral ligament. No other notable endometriotic involvement. No distal ureteral dilatation. Conclusion: right cornual and intracavitary essure device, as previously. Millimetric left ovarian endometriotic implant. Deep pelvic endometriosis with involvement of the torus and proximal uterosacral ligaments, particularly on the left side. And uterus measuring 9 x 5 x 5.5 cm. Thin endometrium (8 mm thick), normal signal. Right cornual and intracavitary essure, as previously. The myometrium is homogeneous, no leiomyoma is evident. The ovaries are in a normal position, with multiple follicles (less than 10 per ovary). Presence of a millimetric left ovarian endometriotic implant. No visible tubal abnormalities on this examination. Slight pelvic effusion. Thickening of the torus and proximal uterosacral ligaments with endometriotic implants showing high signal intensity on t1 fat sat in the left uterosacral ligament. No other notable endometriotic involvement. No distal ureteral dilatation. Conclusion: right cornual and intracavitary essure, as previously. Millimetric left ovarian endometriotic implant. Deep pelvic endometriosis affecting the torus and proximal uterosacral ligaments, particularly on the left side soft, painless abdomen; speculum examination: macroscopically healthy cervix, clean vagina. Vaginal examination: normal-sized, mobile uterus. Moderate pain on palpation of the left uterine horn, which is indurated proximally [serum ferritin] (date unknown): 98. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.